Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory for evaluation on 12/20/2021. An investigation was conducted on 01/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned with the extension cable. An electrical evaluation was conducted with the returned cable. A pre-cautery test was performed per the instruction for use (IFU) with the returned cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use.. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over five (05) repetitions using "max life test method stm2048073. The device activated and transected tissue five (05) times with no cautery failure observed. (Complaint lab hemopro 2 test station bmram 14290 due 3-31-2022, reference hemopro 2 final test 90523436). An electrical evaluation was conducted with a reference cable. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failure "device remains activated" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When they went to activate the jaws the first time, they were able to dissect the branch and release it but the activation of the jaws continued to sound like it was burning. It didn't stop even though they weren't toggling it or using it. They pulled the cord directly out of the box and also took the entire system out of the leg. They didn't see any smoke or overheating of the jaws. So they took it off the sterile field and opened a new one. They had no problem with that one. There were no negative patient effects or significant delay in the procedure.